Event description:
The patient has 2 scs systems (thoracic and cervical). It was reported patient experience ineffective pain relief with the cervical system due to their inability to increase the amplitude. Diagnostic testing revealed high impedance values on all contacts with the exception of number 6. As a result, surgical intervention was undertaken on (B)(6) 2018 where the lead was replaced with a new model which resolved the issue.

Manufacturer narrative:
Date received by manufacturer - correction to the awareness date.